Event description:
It was reported that the pt has expired. The date of the pt's death and implant duration are unk. It is unk if the death was device related. Pt also had a device explanted, and another device implanted. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 3000, was implanted. Refer to MFR report # 6000002-2008-08418.

Manufacturer narrative:
Device not returned.